Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device is "messing up". They indicated that the device controls movements and episodes to prevent the patient from lashing out and the device was not effectively controlling that. They did not have any specific information about how the device was not working effectively. They were directed to contact a managing physician. They stated they will try to follow up with the physician.